Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported x-rays showed both leads had slightly pulled out of the ipg. In turn, the ipg was explanted, replaced and reconnected with the leads. Effective therapy was restored postoperatively.